Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended movement and expulsion it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, the lock line became stuck during removal. It was suspected a knot had occurred on the lock line. The lock line was cut in order to remove it. After the lock line was removed, the clip unlocked, jumped into an inverted position, and came flying up in the left atrium (la). It was noted the clip remained attached to the gripper lines. A large snare was then inserted, and the clip was successfully removed. The procedure was discontinued, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information was received stating the lock line was not cut. The clip was unable to be unlocked to release the grasp. It was decided to continue with deployment, while leaving the lock line in place, and remove the cds over the lock line; the clip was deployed without issue. When the cds was ~2/3 removed the clip unlocked, jumped into an inverted position, and came flying up in the left atrium (la). The clip remained attached to the lock line. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported knotted lock line, clip open while locked (cowl), and clip jumping were unable to be determined. The reported jammed lock line was a cascading event of the reported knotted lock line. The reported expulsion was a cascading event of the reported cowl. The reported unexpected medical intervention was the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic video was provided in which the sgc and clip can be visualized; there is no cds in view. The clip appears to be in an inverted state and is rapidly moving around the sgc soft tip; however, the clip remains in the same general location (near the soft tip). This indicates that the clip is being held in place, preventing migration. There does not appear to be a snare device in the video, which can typically be seen on fluoroscopy. Conversely, the lock line material is non-metallic and cannot be visualized on fluoro. As such, it is likely that the video was taken prior to inserting the snare device and the lock line is still attached to the clip (looped through the harness) effectively holding is near the soft tip and preventing migration. This aligns with the reported incident details that the lock line could not be removed; thus, the decision was made to deploy the clip (mechanically separate from the dc shaft) and remove the cds over the lock line. Reportedly, when the cds was ~2/3 removed the clip inverted suddenly. This would result in the clip detaching from the valve, as reported. Since the clip remained attached to the lock line, it was able to be retrieved into the la to the sgc soft tip, as seen in the video provided. Due to the quality of the video (low resolution) and the rapid movement of the clip, it is not possible to assess the clip components for potential irregularities. There are no additional observations based on the video provided.¿h6 medical device problem code 4012 was removed.